Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
A customer associate reported a patient with diffuse lamellar keratitis in the right eye post lasik procedure. The patient reported the right eye seemed more blurry. The reporter indicated topical steroid eye drop was increased and an oral steroid pack was prescribed.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. (B)(4).